Manufacturer narrative:
Initial and final MDR (B)(4)-device 1 of 2.

Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that patient faced two infusion set cannula crimped event on (B)(6) 2024 and (B)(6) 2024. The event occurred within three hours of insertion. The event occurred within three or more hours of insertion. The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 8021545-2024-04941. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6002802 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found crimped upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002802 was manufactured according to the wi version (B)(4) manufactured in the line m10, on 16-aug-2023, with a total of (B)(4) units. Short cannula: the lot 3h01714 was manufactured according to the wi version (B)(4) manufactured in the line lc05, on 12-aug-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6002802 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.